Event description:
.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis performed revealed the outer insulation of the lead was extrinsically breached due to a cut and was observed to have blood ingression. The visual summary analysis of the lead indicated damage at implant. The analyst noted that the breached insulation did contribute to the electrical complaint of high thresholds and it appears to have been caused at the implant.

Event description:
It was reported that the patient experienced a cardiac perforation, pleural effusion and cardiac tamponade as a result of the implant of the right atrial (ra) lead. It was further noted that high atrial thresholds were observed. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.